Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms on non-boston scientific left ventricular (lv) channel. Upon review of the presenting, there were noisy signals and loss of capture (loc) on lv lead. Technical services (ts) stated that there could be a lead fracture and recommended lead revision. This device and non-boston scientific lv lead currently remains in service. No adverse patient effects were reported.